Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the jaws of a stapling device and the loading unit anvil was bowed. It was reported that the device was difficult to load. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had bent out of its intended shape. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if device had been applied on tissue beyond the indicated range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. When positioning the instrument on the application site, ensure that no obstructions, such as previously fired staples or clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperative to a laparoscopic gastric sleeve, the reload could not be loaded on the handle. A metallic portion from the reload was inclined. Another reload was used to complete the case. There was no patient involvement.